Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose readings around 400 mg/dl, and device history showed two delivery stopped alerts and an occlusion alert on the ilet, which resolved only after the user removed the infusion set and performed a supply change. Customer care provided support that included review of device reports and alarm history with user-guided troubleshooting. Investigation of this case revealed an insulin delivery interruption due to an occlusion associated with the infusion set, with restoration of therapy following the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.